Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 1/2 years post-implant, it was reported that the patient was admitted for a driveline infection which spread to the pump pocket and IV antibiotics were administered. The patient became haemodynamically compromised with a drop blood pressure and was transferred to the ICU. On (B)(6) 2013 an exploration of the vad pocket area found frank pus. Drainage and debridement of the dead tissue were performed and a vac dressing was placed insitu. The patient was transferred back to the ICU and remained on IV antibiotics. On (B)(6) 2014 the patient was taken into surgery to add antibiotic beads to the pump pocket area. The hospital team is discussing a potential plan to place the patient on the urgent transplant list. Additional information received related to the patient history indicated that a pseudomonas driveline infection was first noted on (B)(6) 2013 as well as continued staphylococcus epidermis bacteremia which were treated with oral clindamycin and ciprofloxacin as an outpatient. Subsequently, the patient reported seeing a fluctuant red area at the base of the sternum for several weeks. An ultrasound performed on (B)(6) 2013 indicated that a trace of fluid was identified around the driveline at the right anterior abdominal wall with surrounding subcutaneous oedema.

Manufacturer narrative:
The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.